Event description:
(B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Event date, implant and explant dates were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.